Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was unable to boot up. Upon troubleshooting, the fse found that the rse advised the customer to press and hold the power-off button until the system responded, after which it successfully shut down. Upon powering it on, it started up completely. The fse analyzed the log file, consulted with the network security system (nss), and determined that the pc host might be bad; it could also be a hard drive issue. To resolve the issue, the fse replaced the host pc's hard drive, and a ghost image was loaded from the ipc, following the applicable work instructions. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.